Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow up visit the physician observed several rv t-wave oversensing episodes. Reprogramming was performed which resolved the issue. No patient symptoms were reported.